Event description:
The ventilator shut down immediately after empty battery alarm was activated. It was running on internal battery. The pt used ventilator on the internal battery few times a week for two or three hrs at a time. Internal battery had been replaced back in june 2006. The device was repaired on 12/2/2005 due to peep measurement failure. Recalibration solved the problem.